Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed a battery error message during evaluation of the device and the occurrence of total power failure with prior warning alarms due to battery depletion. Visual inspection of the mains power socket revealed damage. Performance testing confirmed the device could be charged. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage while the battery error message was due to an intermittent connection between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed while in use on a patient and the patient was consequently transported to the hospital. It was reported the patient would routinely travel to the restroom with the device connected to an extension line and the plug would break off. There was no serious injury associated with the reported incident.

Manufacturer narrative:
The device was returned to resmed. Visual inspection of the dc power inlet during an initial evaluation of the device revealed physical damage. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device failed while in use on a patient and the patient was consequently transported to the hospital. It was reported the patient would routinely travel to the restroom with the device connected to an extension line and the plug would break off. There was no serious injury associated with the reported incident.